Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 339 mg/dl. The customer was treated with manual injection and insulin pump. Customer also reported air bubbles in the beginning of the tubing and also a gap in the tubing. Customer stated air bubbles were noticed during therapy. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did allege pump was under delivering because blood glucose will not go down when giving a bolus but it will go down with a manual injection. Customer declined to check for possible site or insulin issues. The device will not be return for analysis.